Manufacturer narrative:
Reference number (B)(6). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and sepsis are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the peg/j tubing was removed because it created an unknown bacterial infection in the blood and superficial infection on the surrounding skin. The wife stated the blood and skin infection were related to the peg/j tubing. Culture of the blood revealed the bacterial infection and was treated with unknown intravenous antibiotics for 48 hours. After removal of the tubing, the skin from the stoma lifted. The skin was irritated and bloody and was cauterized. On (B)(6) 2021, the patient was discharged and the stoma site recovered. Duopa was discontinued. The patient recovered from the infections.